Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump delivered multiple boluses without user input. The customer's blood glucose (bg) level subsequently decreased to 51 mg/dl. Reportedly, customer consumed sweets to address bg level. At the time of the event, a security pin had not been set to prevent inadvertent presses on the pump. The customer reverted to an alternate method of insulin therapy.